Event description:
It was reported that a vns patient was experiencing continuous voice alteration after implant surgery. The pt was seen by an ear/nose/throat physician who diagnosed the pt with "left true vocal cord paresis," which was believed to have been a side effect of implant surgery.